Manufacturer narrative:
Visual and functional inspection of the returned instrument found that the front tab of the lever had fractured. This device is used for treatment. This device has been in the field for approximately 18 months. It is not known how many times the device had been used since its date of manufacture. The reported issue has been previously investigated through corrective and preventive action. It was found that the lever was not appropriately designed to withstand the repeated loading stresses for at least 5 years. This part/lot combination was manufactured prior to implementation of a re-design on (B)(4) 2014.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the locking tab on the tibial sizing plate handle would not engage.

Manufacturer narrative:
This report will be amended when our investigation is complete.